Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2017 and while laser was firing in right eye patient moved suddenly with 1-2 seconds left in flap creation, suction was lost and created an incomplete flap. Surgeon was unable to lift flap in right eye. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints. Patient reported symptoms are not interfering with daily activities. It was reported that left flap was created normally. Patient returned on (B)(6) 2017 and photorefractive keratectomy was performed on right eye, flap had normal lift and left eye had lasik. No complications. Bcva from (B)(6) 2017: right eye pre-op 20/30 -6.00 x -2.75 x 2, left eye pre-op 20/25 -4.25 x -3.50 x 176.

Manufacturer narrative:
Correction: it was incorrectly reported that system sn (B)(4) was the suspect product for the suction loss while laser firing. The correct suspect product is a patient interface of unknown lot number. The intralase system is a concomitant medical product. The following fields were updated to reflect that. Brand name - intralase, common device name - patient interface, model - pi-ret, expiration date is unknown as account did not provide info, lot number is unknown as account did not provide info, UDI number is (B)(4), device available for evaluation? - no, concomitant medical products - intralase 0308-60074, manufacturing site address, city, state and zip code, in the initial report the manufacturing site number was incorrect. The number (B)(4). Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. Manufacturing date are not available since account did not provide product lot number. Labeled for single use? Yes. Method codes, results codes and conclusion codes were updated, usage of device - initial. All pertinent information available to abbott medical optics has been submitted.